Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event; therefore the cause of the event could not be confirmed, and the event cause could not be determined. The lot history records of the reported lot number was reviewed and no quality issues were noted. Per the onyx¿ liquid embolic system instructions for use (IFU): ¿inject onyx¿ les immediately after mixing. Tantalum settling can occur within the syringe resulting in poor visualization of onyx¿ les during injection.".

Event description:
Medtronic received information that during embolization procedure of an arteriovenous malformation (cavm), the onyx was not completely visible during injection. It was reported that onyx visibility was not consistent throughout the procedure. Onyx was shaken for 20 minutes at setting of 8 on the onyx shaker as representative was present and witnessed this. Standard fluro contrast was used. The onyx vials did not sit for more than 5 minutes prior to injection. The injection rate was followed as indicated in the IFU and was continuous. The injection time was approximately 20-30 minutes. The vessel was moderately tortuous. No patient injury was reported as a result of this event.

Manufacturer narrative:
The onyx will not be returned as it was consumed in the event. A retained sample were requested from quality control for testing. The retained onyx vials were then placed on an in-house onyx mixer and then were shaken for 20 minutes on a setting of 8 per the IFU. The onyx solution in the vials appeared to be mixing well. After mixing, the onyx solution was then aspirated immediately into in-house onyx 1ml syringes with an 18 gauge needles for density testing. The density measurement for were within the specifications. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's report of ¿poor onyx visualization¿ could not be confirmed. The cause for the experience reported could not be determined as the onyx was not returned for evaluation; as it was consumed in the event. The in-house retained onyx vials with the same lot number were visually inspected, mixed and then tested for density; and found to be within specifications. The lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. Furthermore, the lot history record of the reported lot number showed no quality issues against the lot and no other anomalies were found during the document review. Per the instructions for use: ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.